Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status (B)(4) device was received. Evaluation findings (results/components) (B)(4) device: wear problem / housing, spring. Product disposition (B)(4) device: scrapped by stryker. Additional information (B)(4) device was not labeled for single-use. (B)(4) device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: detachment of device or device component. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.